Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an automated impella controller (aic) was being prepped with a pump when there was an aic malfunction for the priming. The purge cassette would not prime and then the aic alarmed for an optical sensor system error. As troubleshooting the aic was removed and replaced. The pump was then setup with a new aic. This is being conservatively reported for delay of therapy due tot he temporary hemodynamic support interruption during the exchange; however, the exchanged was performed with no clinical consequences to the patient.

Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.